Event description:
During a thoracoscopic lung biopsy. It was reported when instrument was placed in abdomen, the reload popped out. It was retrieved without difficulty. There was no consequence to the pt. Clinical follow up: 1/24/97 1040 left message and 800# for m.d. To call back. 1/27/97 nncl sent. 2/4/97 received written response from surgeon stating "blue cartridge came loose from stapler during thoracoscopic lung biopsy-fortunately was retrieved successfully-cartridge needs to lock in more securely."